Event description:
It was reported that the patient presented to hospital for a follow up. It was noted that the left ventricular (lv) lead was dislodged resulting in failure of capture. Fluoroscopy confirmed the lv lead dislodgement. The lv lead was explanted and replaced. The patient was in stable condition.